Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the device was unable or difficult to release from the catheter. The procedure was completed with another resolution 360 clip device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the device was unable or difficult to release from the catheter. The procedure was completed with another resolution 360 clip device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a15 captures the reportable event of clip unable or difficult to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that only the clip assembly was returned with the device and the clip returned with its arms bent. Microscope examination was performed, and it was noted that the clip was disassembled. No other problem with the device were noted. The reported event of clip unable or difficult to release from the catheter was not confirmed. The device returned detached from the system and with the evidence that the clip was released. Additionally, the analyzed condition of the arms being bent is likely that the customer would try to grasp a large amount of tissue, bigger than the clip could close, this action can cause a deformation in the distal section of the clip arm. Based on the available information, product analysis of the returned device and product record review did not identify any evidence of either the alleged issue(s) or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Block h11: correction: g4 (premarket / 510(k) #)